Manufacturer narrative:
Product complaint # (B)(4). Additional information received on 14-mar-2019 indicated that the neuroscout guidewire and prowler select microcatheter were removed from the patient and replaced, resulting in a loss of cerebral target position. Concomitant med products due to character limitation: envoy da xb, 6f, 105cm, mpd (67125805db/e11619) guiding catheter. Initial reporter contact information, including phone, fax, and e-mail address, was not reported. "Distributor" was also selected as the report source since the distributor (neomex) notified the manufacturer of the event. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00874 & 1226348-2019-00875.

Event description:
As reported by a healthcare professional, during a coil embolization of a non-tortuous pericallosal artery aneurysm, the 6f envoy da guide catheter was positioned and the prowler select lpes (606s155fx/17680646) microcatheter and neuroscout 14 std (601314/hu8939) guidewire were introduced, but the guidewire became impeded in the body/shaft of the microcatheter near the site of the aneurysm and the physician was unable to remove the guidewire from the microcatheter. Maneuvers were made in an attempt to ¿drop¿ the guidewire from inside of the microcatheter, but the physician ultimately decided to withdraw the guidewire and microcatheter from the guide catheter as a unit. Upon removal, the physician noticed that the guidewire was trapped inside of the microcatheter and the devices were ¿fixed¿. The guidewire and microcatheter were replaced, and the procedure was completed successfully with the same envoy guide catheter. No patient complications occurred as a result of the event. The length of time that the surgery was delayed due to the event was not reported; however, the delay was not considered clinically significant. The devices were stored, prepped, and flushed according to the instructions for use (IFU). The devices did not appear kinked or bend at any time. The devices will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint (B)(4). As reported by a healthcare professional, during a coil embolization of a non-tortuous pericallosal artery aneurysm, the 6f envoy da guide catheter was positioned and the prowler select lpes (606s155fx/17680646) microcatheter and neuroscout 14 std (601314/hu8939) guidewire were introduced, but the guidewire became impeded in the body/shaft of the microcatheter near the site of the aneurysm and the physician was unable to remove the guidewire from the microcatheter. Maneuvers were made in an attempt to ¿drop¿ the guidewire from inside of the microcatheter, but the physician ultimately decided to withdraw the guidewire and microcatheter from the guide catheter as a unit. Upon removal, the physician noticed that the guidewire was trapped inside of the microcatheter and the devices were ¿fixed¿. The guidewire and microcatheter were replaced, and the procedure was completed successfully with the same envoy guide catheter. No patient complications occurred as a result of the event. The length of time that the surgery was delayed due to the event was not reported; however, the delay was not considered clinically significant. The devices were stored, prepped, and flushed according to the instructions for use (IFU). The devices did not appear kinked or bend at any time. No further information could be obtained. The prowler select lpes 45 deg tip microcatheter and neuroscout 14 std guidewire were received inside of a pouch. Upon receipt of the complaint devices, visual inspection was conducted. The guidewire was found stuck inside of the prowler select lpes microcatheter. Functional analysis could not be performed since the guidewire was received stuck inside of the microcatheter. Therefore, the microcatheter was cut in three sections in order to extract the guidewire and send it to external manufacturer for further investigation. The guidewire was examined and observed to be very deformed. All coil bonds were intact and hydrophilic coating was confirmed. The device diameter was measured and found to meet the specification requirements. A manufacturing record evaluation was performed for the finished device hu8939, and no non-conformances related to the reported complaint condition were identified. The customer report that the guidewire was impeded was confirmed during visual inspection. The guidewire was found stuck inside of the prowler select lpes microcatheter. Functional testing could not be performed to determine potential root causes of the event due to the condition of the returned devices; however, the observed compression on the microcatheter may have contributed to the advancement difficulties reported by the user. The exact circumstances surrounding the observed damage to the guidewire cannot be determined based on the condition of the returned device, but the deformation seen occurred during the procedure, and is most likely related to interactions with the microcatheter and the vasculature. The damage noted to the guidewire is indicative of the application of excessive force. 100% of devices are inspected in-process for damage. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Impeded in microcatheter is a known potential issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The instructions for use also cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Catheter and wire kinking/damage during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill and vessel tortuosity. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including vessel characteristics and device manipulation, may have contributed to the reported failure and damage noted to the returned guidewire as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00874.